Manufacturer narrative:
(B)(4). Date sent: 02/01/2022 d4: batch # 115a89 device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. Device was received with no staples present and anvil with washer cut. Device was loaded with staples, reset, and fired into a test skin. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form and release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported by the sales rep that during a colostomy take down procedure that the device did not create a complete circular staple line. Only a crescent shape of staples was deployed resulting in a colotomy. Surgeon completed the anastomosis with pds and vicryl suture. A scheduled colonoscopy was preformed to verify intestinal continuity and a scheduled diverting loop ileostomy was preformed for wound healing. There were no adverse consequences for the patient. One device will be returned.

Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the reason prolene stitches were required? Was the device evenly loaded with tissue on both side? What purse string technique was used by the surgeon? Was this a lap or robotic procedure?